Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A coude catheter was returned unopened in original packaging. The catheter appeared to be discolored near the drainage eye and near the coude indicator. Catheter discoloration was confirmed to be caused by oxidation. As it was unable to determine when the oxidation occurred the reported event will be confirmed cause unknown. The device had signs of degradation, the reported event is confirmed to have a relationship with the device and the cause of this issue was unknown. It cannot be determined if the device met specifications. The product was not used on a patient, it was not used for diagnostic or treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coude catheters were dry and cracked within their packaging and mentioned that these catheters were compromising.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude catheters were dry and cracked within their packaging. And also mentioned that these catheters were compromising .